Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause is determined to be likely use-related. The device returned was found to be components of one s/l groshong PICC, including one catheter segment and one distal and one proximal connector piece. Visual observation found a catheter segment, proximal connector with extension leg, and distal connector sleeve all loose. The 55- through 48-cm depth marks were present on the catheter segment. Functional testing found that the catheter could pass entirely through the distal connector sleeve. The catheter segment infused without difficulty. When the catheter was infused on one end and compressed on the other, a leak was found between the 53- and 54-cm depth marks, nearer the 53-cm mark, near the depth indicator line printing. The hole from which the leak was found to emanate was found to be irregular in edge and granular. The hole was not characteristic of damage with a sharp instrument. Microscopic evaluation found no attendant damage such as gouges or scratches was found near the hole, either on the outside of the catheter or on the inside wall, giving no indication that a tool, flushing connector, etc. Was involved. There appeared to be a slight increase in coarseness in the middle of the split. In summary, the granular nature of the split, with apparent slight increase in coarseness in the middle, and general shape indicate the possibility of a burst, typically due to overpressurization against obstruction. The following IFU statements may be helpful: ¿if the catheter is aspirated, pulling the valve inward, it must be flushed with normal saline to clear blood from the lumen and allow the valve to return to its normal closed position.¿ ¿ii. To avert device damage and/or patient injury during placement. ¿ to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline.¿ ¿¿ flush the catheter with sterile normal saline prior to use.¿ ¿¿ avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. ¿ avoid perforating, tearing or fracturing the catheter when using a guidewire. ¿ do not use the catheter if there is any evidence of mechanical damage or leaking. ¿ avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s).¿ ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ ¿occluded or partially occluded catheter catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of rean0956 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was replaced with another one as the catheter leakage was found during the infusion.